Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt was experiencing pain at the ipg site. The physician performed a pocket revision. During the revision, the physician moved the ipg to a different location and implanted two extensions. The pt was reportedly doing fine.